Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that overpressure was experienced. Multiple attempts were made to gather further information but no response was received.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: pressure very strong hit 3 workers the patients shoulder expanded originally set at 20 but when set at 10 still no change the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that overpressure was experienced. Multiple attempts were made to gather further information but no response was received.